Event description:
Event description guidant received information that this pacemaker was programmed to ssir at 60 ppm. While the patient was using a CPAP machine, her intrinsic heart rate decreased to 30 bpm. The patient was sleeping and asymptomatic during this time. There were no pacing spikes for approximately 6-7 seconds. The caller was concerned that the CPAP machine was adversely affecting the pacemaker.